Event description:
It was reported difficulty recapturing the device occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned at the laa and a 24mm watchman closure device and delivery system (wds) were advanced. The wds was difficult to recapture after deployment. The wds was replaced with a new wds to complete the procedure. No patient complications were reported.

Manufacturer narrative:
B5: information added.

Event description:
It was reported difficulty recapturing the device occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned at the laa and a 24mm watchman closure device and delivery system (wds) were advanced. The wds was difficult to recapture after deployment. The wds was replaced with a new wds to complete the procedure. No patient complications were reported. It was further reported the wds was able to be fully recaptured and removed from the patient despite the difficulty in recapturing. The patient was discharged home.

Manufacturer narrative:
Device evaluated by MFR.: the returned watchman closure device and delivery system (wds) was analyzed and the reported event of difficult to recapture was not confirmed, as clinical circumstances could not be replicated. Device analysis consisted of visual inspection which revealed numerous kinks in the sheath. Microscopic inspection found tip damage as the tri-cuts were flared, and abrasions were within the wds sheath tip. The implant had anchor damage. The observed tip and anchor damage was consistent with deploying and recapturing the wds closure device and then redeploying in the anatomy. The observed damage was attributed to procedural factors as the most likely cause was due to the forces that are put upon the wds during insertion, advancing, and manipulation. H6: device code added: adverse event without identified device or use problem. H6: component code added: cover and tip. H6 evaluation method code changed from device not returned to testing of actual/suspected device and analysis of production records. H6: evaluation result code changed from no findings available to deformation problem and operational problem identified. H6: evaluation conclusion code changed from cmc-no problem detected to adverse event related to procedure.

Event description:
It was reported difficulty recapturing the device occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned at the laa and a 24mm watchman closure device and delivery system (wds) were advanced. The wds was difficult to recapture after deployment. The wds was replaced with a new wds to complete the procedure. No patient complications were reported. It was further reported the wds was able to be fully recaptured and removed from the patient despite the difficulty in recapturing. The patient was discharged home.